Event description:
It was reported that the device failed the occlusion test at 27.71 psi (pounds per square inch). The event occurred during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis of complaint that device ¿fails occlusion at 27.71 psi." Review of service history shows the device was received on 13-sep-24 for delaminated downstream occlusion (dso) seal. The dso and upstream occlusion (uso) seals were replaced. No relevant errors were found in the event log. Visual and functional testing was performed. Three occlusion tests were performed, and the complaint was not confirmed. All three test results fell within the lower and upper spec limit of 9 to 27 psi. Performed dso/uso sensor calibration as preventative maintenance. Device passed all testing criteria.